Event description:
It was reported that the ventilator's peep values were higher than the set inspiratory pressure. The pt rec'd minimal tidal volumes and was affected by this. The situation occurred suddenly. Pre-use check passed without remarks.